Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was identified as the cause of the event. The customer was advised to replace the cable. No conclusion can be drawn as no further repair information available and no additional service information was provided.

Event description:
The customer reported communications and control panel system errors which resulted in a system lock up. No patient or user injury was reported.